Manufacturer narrative:
The shipper failed to ship the second tote for the implant. Human error is the cause of this complaint.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. (B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going h3 other text: device was missing from set.

Event description:
Country of complaint: USA. It was reported that the surgeon did not receive all the implants requested to perform a univation procedure. Due to the part of a missing implant set the surgeon had to perform a tkr (total knee replacement) instead. There was a twenty minute delay in surgery while trying to locate a second implant tray. There was no harm to the patient, other than having to undergo a tkr (total knee replacement) because the product could not be located to perform a univation procedure.